Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bariatric sleeve procedure, while using the black reload with the powered endocutter, it got blocked and some staples at the distal part of the reload could be seen without a completed formation. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested: please clarify : blocked did the device partially fire with the cut line and staple line equal in length? Or did the device not open? If yes: additional information received: how was the device removed from the tissue?the reload is positioned by the instrumentator on the stapler, passed to the surgeon for its first shot and when the tissue is taken into the jaws of the stapler and adjust it locks, we proceed to unlock the stapler, the stapler is removed from the patient to be reviewed by the instrumentadtor and the sales rep, they realize that the recharge in the distal part shows staples, the proceed to remove the recharge and use a new one. The procedure date is (B)(6) 2017.